Event description:
The complainant alleged that during the biomeds routine testing, they found the pacer output to be out of specs. The complainant indicated there was no pt involvment with this reported event.